Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No excessive "no delivery" alarms were found. The unit had a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer initially called to report a no delivery alarm and high blood glucose levels. The customer's blood glucose level was 319 mg/dl. The customer treated with a manual injection. The customer reported thirst as a symptom. The customer performed troubleshooting and did not find any anomalies. The customer performed the high pressure test and it passed. The customer removed the infusion set and found the cannula was bent. The customer was advised to change her entire set, reservoir, and insulin and treat. The customer called back the next day to report having a low blood glucose reading of 26 mg/dl which she was able to treat. The customer's blood glucose reading rose to 288 mg/dl. The customer had another no delivery alarm. The customer performed troubleshooting and found that the infusion set had a bent cannula. The insulin pump was replaced and returned for analysis.